Event description:
Two hours after therasphere treatment pt became flushed, developed fever and shaking chills. He ate lunch and then vomited. Fever rose to 39.2 and he became confused. Pt was admitted to gi service for observation. He was started on zosyn empirically after cultures obtained. Received gentle hydration with IV fluids.